Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction and cartridge issues were verified. The alleged fill resistance issue was not verified due to the cartridge not being returned for investigation.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that intermittent cartridge alarms (alarm 20) occurred during the load sequence. Subsequently, it was reported that resistance was intermittently experienced during the fill process. A syringe needle change and cartridge change was performed resolving the issue. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 153 mg/dl.